Manufacturer narrative:
Analysis was normal. No anomalies were found. Date of event should have been (B)(6) 2018 rather than (B)(6) 2018. Date of explant should have been (B)(6) 2018 rather than (B)(6) 2018. Therapy date should have been (B)(6) 2018 rather than (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ICD system was explanted due to infection. There is no known allegation from healthcare professional that the infection was related to device. The cause of infection was unknown. Patient¿s condition was stable post-procedure.